Manufacturer narrative:
During eval of the device at the MFR's svc ctr, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR rec'd info alleging a ventilator was alarming. There was no harm or injury reported.